Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking before use. According to the report, the device was being stored in the refrigerator in the original overpouch and the solution was noticed collecting inside the overpouch. The device was filled with 90mg of pamidronate in 250ml in 0.9% sodium chloride. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed. A visual examination of the unit showed the cause of leak was due to a broken tubing at the junction of the luer post. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.